Manufacturer narrative:
The product is not available for evaluation. Report 3 of 4.

Event description:
Incident report was received from (B)(6): the professor from the hospital complained that some laser edge trapezoid knives do not cut well. It's necessary to open a second or a third knife to find one which is cutting correctly. This is time consuming and presents a risk of a bad cut and possibility of lens damage. Eight knives were used instead of four. This is occurring since the reception of the new invoice (from only one lot) on wednesday, (B)(6). It's the first time this is occurring. There have been also problems during other surgeries with the same knife model. On (B)(6) during cataract surgery with phacoemulsification, none of the 2.2 mm knives were able to incise the cornea. The surgeon crossed the cornea up to the posterior side of the cornea which is prejudicial for the patient.